Event description:
A customer reported that they dropped the adc device and which subsequently became damaged. As a result, the customer was unable to use device to monitor glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional and was administered insulin (dose/type unknown) and an unspecified medication. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.